Event description:
Same event as MFR report #: 2134265-2008-02657. It was reported that during a rotational atherectomy procedure, wire separation occurred. The severely calcified and 80% stenosed lesion being treated was located in the moderately tortuous circumflex (cx). Eighteen ablations runs were performed for a total ablation time of approx 5 minutes. No difficulties were noted during ablation. During removal in dynaglide mode, the physician noted that the distal 10cm of the rotawire 325cm guide wire was sheared off and remained inside the cx. Attempts were made to snare the guide wire fragment, however, those attempts were unsuccessful. An unspecified stent was then used to secure the guide wire fragment against the wall of the artery; however, stenting was part of the original plan. The procedure was completed with a different device. Pt status is reported as 'fine'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.